Manufacturer narrative:
This report has been identified as b. Braun (B)(4). A visual inspection was performed. No damages was found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. A space line was inserted into the device on the (B)(6) 2021. A new vtbi (310ml) and time (1:15h) were set. The device calculated a rate of 248ml/h. The iinfusion started at 11:42 am and was stopped manually at 12:53 pm. The duration of the infusion was 1 hour and about 11 minutes. The actual infused volume was 292,68 ml. Because the infusion was stopped too early, the last ~17ml could not be infused. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,37%. To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): "product-flow rate". Customer information: "flow rate and volume incident."